Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a blister underneath her left breast that was open and draining. The patient's nurse treated the affected area with a solution and a cream. During a follow-up, it was reported that the patient's irritation did not improve and it was reported that there was a "hole" underneath her left breast. Patient is under the care of a medical professional.